Manufacturer narrative:
The device was received for evaluation with jaw assembly and coupler rings. Visual inspection did not identify any abnormalities that could have contributed to the reported closing issue; the rings and pins were all intact with no damage or visible bent tips. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rings of a 2.0mm coupler was unable to fully attach (close). This issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.